Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported a patient had a 3.0 x 38 mm xience prime ll stent implanted on (B)(6) 2012 which was noted to be defective. No additional information was provided. Subsequent information received 06-aug-2015 states that the patients defibrillator misfired 4 times on the wednesday after (B)(6). The stent was removed (B)(6) 2015 and a stent fracture was noted. The stent was, reportedly, returned to abbott the same day it was removed from the anatomy. Additionally, the patient had not undergone replacement surgery due to complications or recovery. The patient was treated at (B)(6). No additional information was provided.

Manufacturer narrative:
(B)(4). Unique device identifier (UDI): (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, a definitive cause for the reported difficulties cannot be determined; however, there is no indication to suggest a product quality issue with respect to manufacture, design or labeling and the treatments appear to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.